Manufacturer narrative:
Continuation of d10:  ddpa2d4 ICD implant date: (B)(6) 2024, 6935m55 lead implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 days post the implant of the patient¿s new implantable cardioverter defibrillator (ICD) the patient received an inappropriate shock from their ICD for suspected rvr (rapid ventricular response) detected as ventricular fibrillation (vf). It was noted that there was an atrial arrhythmia in progress at the time of therapy. Additionally, there appeared to be oversensing and undersensing on the right atrial (ra) lead. It was noted to possibly be oversensing non-physiologic atrial intervals of 100 ms (milleseconds). The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.